Event description:
It was reported that the patient's system "goes off all the time". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# j0527945v, implanted: 2005 (B)(6), explanted: na; extension: model 3095-10, serial# (B)(6), implanted: 2008 (B)(6), explanted: na; programmer: model 3031a, serial# (B)(6),